Event description:
Several patients had an infected pleurx pleural catheter. Interestingly each patient that had the infection also had the blue slide clamp on the catheter when readmitted. The facility(s) caring for these patients were using the blue slide clamp to also shut off the catheter. The doctor and staff feel that perhaps the use of this blue clamp (incorrectly of course) may be the cause of these infections.

Manufacturer narrative:
A sample was not provided for evaluation, however, based on the information reported it has been determined that the user used the emergency slide clamp for the pleurx catheter for the incorrect purpose. The clamp is provided for "emergency use" if something happens to the valves integrity during use. A formal training session for the clinicians has been setup for (B)(4) 2010 in order to provide detailed instructions for proper use of the pleurx catheter and the components provided with the kit. The hospital along with the carefusion representative will be conducting the training.